Event description:
It was reported that during the implant procedure after wound closure the atrial lead exhibited high thresholds. The atrial lead was successfully re-positioned and remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-58 lead, implanted: (B)(6) 2014. (B)(4).